Event description:
It was reported that the study involved 12 patients (19 affected intervertebral spaces) who underwent olif for the treatment of lumbar degenerative spondylolisthesis between (B)(6) 2014 (2 men and 10 women; mean age, 65.4 years). In all cases, surgery was performed with myelography, and the posterior part was fixed with percutaneous pedicle screws (pps) or cortical bone trajectory (cbt) screws (pps in 10 cases, cbt in 2 cases), laminectomy was not performed and no drain was kept inserted. Fusion was made at 1 intervertebral level in 5 cases and 2 intervertebral levels in 7 cases (l3/4, 11 spaces; l4/5, 8 spaces). Parameters analyzed were intraoperative blood loss, changes in fused intervertebral lordosis angle (segmental disc angle [sda]), slip percentage (%slip) and disc height (dh) rated on lateral x-ray, changes in the cross-sectional area of the dural space (csa) measured by transverse MRI, improvement rate in (B)(4) orthopedic association(B)(4) score and presence/absence of complications. Mean intraoperative blood loss was 98 ml. Mean sda changed from 6.8 degrees preoperatively to 12.8 degrees postoperatively. Mean %slip changed from 17.6% to 7%, and mean dh changed from 5.2 mm to 9.2 mm. Mean csa changed from 50.5 mm2 to 86.2 mm2, recording a dilatation rate of 70.7%. Regarding complications, transient muscular weakness involved in hip flexion was noted in a patient, and additional laminectomy was performed later in 2 patients.

Manufacturer narrative:
Literature citation: yutaka kobayashi, ichiro torigoe, yoshiyasu arai, kenichiro sakai, makoto soma, hidetsugu maehara, masaki tomori, takashi hirai, hirokazu sato and atsushi okawa; " evaluation of the effects of indirect neural decompression by less invasive lumbar spinal fusion with olif in patients with lumbar degenerative spondylolisthesis." Mean age, 65.4 years. Male: 2, female:10. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.